Manufacturer narrative:
Upon disassembly, corrosion was found on the motor and bearings. Corrosion can lead to increased friction between rotating components, which can cause heat.

Event description:
It was reported that the product overheated during testing. There was no patient involvement, no user injury, and no adverse consequences.